Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from a customer site that during a pt procedure they were unable to hear the pt due to a failed gantry microphone. The customer also reported that the pt had difficulty hearing them when they spoke through the console microphone. There was no report of harm to a pt or operator.